Event description:
A neuron was pulled from the packaging and there was a crimp on the distal tip. The product was not used to treat the pt. A new neuron was used without incident.

Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.